Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report # 1627487-2013-12817. It was reported the patient experiences a burning sensation at the ipg site and pain radiating down her leg. This only occurs when stimulation is on or when charging the ipg. The issues resolve when the stimulation is turned off. The physician examined the patient and believes the issues are due to radiculopathy. The patient turned the stimulation off and the physician is treating the patient with other modalities.